Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10: h10: the actual device was not available; however, photographs of the sample were provided for evaluation. A visual inspection of the photographs did not show evidence of the reported condition. Due to the nature of the sampl,e no further testing could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one link catheter extension sets had holes within the tubing which resulted in leaks. The issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). There was no report of patient injury or medical intervention associated with this event. No additional information is available.